Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was 481 mg/dl at the time of incident and current blood glucose level was 168 mg/dl. The customer was neither hospitalized nor in emergency room for high blood glucose level. It also stated that the drive support cap was normal. The customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.